Event description:
It was reported that output sound was sometimes not audible. The patient was undergoing radiofrequency ablation (rfa) in an unspecified location with a rf3000 radiofrequency generator. During the procedure, the volume was set to the maximum; however, the output sound was sometimes not heard. There were no patient complications reported.

Manufacturer narrative:
Device serial number corrected from 041807-005 to unknown. Device lot number corrected from unknown to 041807-005. Device evaluated by MFR: the device maintenance review revealed no service records were found. The device passed all testing with no occurrence of the reported complaint. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that output sound was sometimes not audible. The patient was undergoing radiofrequency ablation (rfa) in an unspecified location with a rf3000 radiofrequency generator. During the procedure, the volume was set to the maximum; however, the output sound was sometimes not heard. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).